Event description:
The pt reportedly experienced dizziness and vertigo since implant surgery. In 2005, the pt was seen by a co rep for eval. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. The surgeon decided to explant the device. The pt will not be re-implanted.